Manufacturer narrative:
(B)(4). Additional information: this complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined. The root cause is undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
This report was received from (B)(4) and is a spontaneous report of peritonitis coincident with unknown dianeal solution for peritoneal dialysis therapy. On (B)(6) 2012, the patient experienced peritonitis. The patient was hospitalized (B)(6) 2012 and discharged (B)(6) 2012. Reportedly the minicap fell off of the patient's catheter. The patient was not initially aware this had happened. The patient is recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified.